Manufacturer narrative:
The reported condition could not be confirmed as the suture was not returned with the instrument. The exact cause of the difficulty could not be determined.

Event description:
The product was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.